Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. A CAPA was initiated to address the leakage issue and is currently in the effectiveness phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
The reporter indicated a peripherally inserted central catheter (PICC) cracked at hub. Had not had line change at spot of change (not overtightened). Noted leaking into dressing, and upon further exam the hub was cracked.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.